Event description:
It was reported that metal plates on the back of the battery appeared burned without evidence of damage to the battery charger or clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g3 (PMA): correction. Manufacturer's investigation conclusion: the reported event of damage to the 14v battery contacts was confirmed via the submitted picture. The 14v li-ion battery, serial (B)(6), was not returned for analysis. The provided information stated that the battery metal contacts were damaged. The universal battery charger (ubc) and clips were not noted to be damage. The provided picture showed black and brown residue multiple contacts. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. There were no log files provided, and it is unknown if the damage resulted in any alarms. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on 25jun2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.